Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a calcaneus procedure, during insertion of the screw, the tip of the ar-8750-03, broke. The broke piece was retrieved using forceps and a hemostat. The issue added an additional 15 minutes to the procedure requiring additional anesthesia.